Manufacturer narrative:
The recipient's electrode array was reportedly not folded over as previously reported. The electrode array was found to be in good position. The recipient's new device has been activated.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a tip fold over of the electrode array during implant surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a punctured array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.